Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the circumflex artery a 3.50 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and successfully deployed and the stent delivery system (sds) was removed. Post dilation was performed using the stent balloon of the synergy. During removal of the stent balloon, it was noted that the shaft broke. A non-bsc guide extension catheter was advanced over the balloon and the broken shaft. A new balloon and wire was used to trap the broken shaft and the devices were removed as a system. The procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the distal part of the device including parts of the midshaft, outer, inner, balloon, stent and tip. A visual and tactile examination of the midshaft section found the midshaft damaged, stretched and broken at 165mm distal from the hypotube to the midshaft bond. The damage most likely occurred due to excessive tensile force being applied to the delivery system. A review of the outer extrusion, inner lumen and bi-component bond could not be completed as the distal part of the device was not returned for examination. Additional information received from the customer states that the distal part of the device was disposed of and therefore won¿t be returned for examination. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the event description states that the device was re-introduced post stent deployment to perform dilation. The direction for use states: ¿once the stent delivery system has been removed do not re-use.¿ (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the circumflex artery a 3.50 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and successfully deployed and the stent delivery system (sds) was removed. Post dilation was performed using the stent balloon of the synergy. During removal of the stent balloon, it was noted that the shaft broke. A non-bsc guide extension catheter was advanced over the balloon and the broken shaft. A new balloon and wire was used to trap the broken shaft and the devices were removed as a system. The procedure was completed. No further patient complications were reported and the patient's status was stable.